Manufacturer narrative:
The indigo handpiece (product # 1845000) was returned for analysis. Analysis could not confirm the reported event of device overheating. Pre-repair temperature testing was performed. The pre-repair temperatures at 1 minute were the following: t1 ¿ 74.5 degrees f and t2 ¿ 74.7 degrees f. The ambient temperature was 72.3 degrees f. Analysis found no fault with the device. The device was tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that the device was overheating within seconds during setup. The handpiece got too hot for the physician to hold. The physician's hand got really hot but there was no report of injury to the physician. The doctor did not require any treatment. A second handpiece was opened to complete the procedure, there was no issue with the second handpiece. There was no patient impact.